Event description:
Information as it was reported that the customer indicated "we are having an issue with the ktp overheating during the procedure. It has been set to 15 watts continuous when a warning appears that the temperature is too hot" the laser console was put into standby to cool then proceeded with the procedure, this occurred multiple time during the procedure. The procedure was complete with the laser console. Patient outcome: no injury. Adverse issues: procedure took longer expected and patient was subjected to multiple injections of local anesthetic in order to finish procedure.

Manufacturer narrative:
Dr. Stated no new issues to report. The laser console will not be serviced at this time and the hospital will continue to monitor the laser console. Should any further issues occur, the hospital will call back for a service representative to schedule a visit.